Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Thread of screw remains implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a surgical procedure the surgeon informed the o.r. Staff that a screw broke during implantation. The thread of the screw was retained in the patient's bone flap. The head of the screw was recovered and passed off the sterile field to the circulating nurse, who bagged it and gave it to the neuro coordinator. The surgeon stated she would not remove the implanted portion due to difficulty. No x-ray was taken as both pieces were recovered.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).